Event description:
Per the clinic, the patient experienced no sound and subsequent loss of connection to the internal device indicated by a slow orange blinking light following head trauma from a fall on (B)(6) 2025. It was also noted that the patient experienced swelling over the receiver/stimulator area, which has been subsided. Troubleshooting, hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted (specific date not reported).it is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.